Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial (ra) channel. Far-field r-wave oversensing was also observed on the right atrial (ra) channel. This was also recorded in a signal artifact monitor event. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.